Manufacturer narrative:
On january 5, 2022, the mentor analysis lab received the medical device for evaluation. The evaluation was completed on january 11, 2022. According to the information received, the patient experienced deflation in the breast implant. During the visual analysis of the returned breast implant, no apparent damage or visual anomalies were observed. Leak testing was performed, according to the mentor procedure, and it revealed two tears (a and b) on the anterior view, measuring approximately less than 0.1 cm each one. Microscopic examination was performed on the edges of the ruptures (a and b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of a 300cc mentor smooth round moderate profile prosthesis. Post-operatively, the patient was scheduled for a removal and replacement on (B)(6) 2021, for a breast augmentation surgery. Upon arrival to the office for the surgery, the healthcare professional noted that the fill in her right breast implant appeared different. During this revision surgery, a deflation to the right breast prosthesis was discovered. There were no reported delays in the surgical time or mentioned affects due to the deflation. Replacement with two allergan implant prostheses was completed successfully.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast augmentation. Manufacturer¿s reference number: (B)(4).